Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified lesion in the mid left circumflex (lcx). The lesion was pre-dilated with a 1.5x12 mm balloon dilatation catheter (bdc). The 2.75x48 mm xpedition stent was deployed at 14 atmospheres (atm); however, post implantation a distal edge dissection was noted. Another xience prime stent was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.